Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable. The thoracic probe was returned to the manufacturer for analysis. Analysis found that the probe was visibly bent. Analysis found that the reported event was related to a physical damage issue.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged thoracic probe. No complications were reported/anticipated.

Event description:
Medtronic received information regarding a navigation device. It was reported that there was a damaged thoracic probe. The probe was bent. No complications were reported/anticipated.